Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had mild inflammation, mild exudative membrane around iol and recovered with medication. Additional information has been requested, received and stated that the diagnosis as vitreous inflammation and the patient had conjunctival inflammation, aqueous cell present, aqueous fibrin present. The patient symptoms were resolved but vitreous floaters were present.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. All intraocular lenses (iols) are terminally sterilized with 100% ethylene oxide sterilization. Company site uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. This file was opened from a comment that they had a similar response in a patient who had mild inflammation and recovered with medication (company iol - 2 months ago). It was not reported at the time of occurrence. The manufacturer internal reference number is: (B)(4).